Manufacturer narrative:
Date rec'd by MFR 05nov2019 date of report 06nov2019 the part was returned to the manufacturer for failure investigation (fi). It was determined that the repair of air flow sensor resulted in unit passing all testing. Barometric reading noted to be similar to control unit post-repair. Submitted unit failed due to air flow sensor caused by u1 drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02aug2019. The field service engineer (fse) performed troubleshooting by duplicating an occlusion alarm, but was unsuccessful. The fse upon further inspection found a low leak - carbon dioxide (co2) rebreathing risk alarm. The fse replaced the gds to solved the low leak (co2 rebreathing risk alarm) and performed the required performance verification test , which successfully passed.

Event description:
The customer reported an inline occlusion alarm malfunction. There was no patient involvement.